Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad). The 3.0x12mm xience xpedition stent delivery system (sds) was implanted and a distal dissection was noted. Another unspecified stent was used to treat the dissection and complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
E1 - hospital name and address updated; physician name updated.